Manufacturer narrative:
It was reported that the pathology department at the user facility received an explanted composix kugel that had "failed" no further details regarding the event were provided and no specific device failure was indicated. The device was returned and evaluated. There was a fairly heavy amount of tissue ingrowth into the mesh side of the device and the eptfe side of the patch had what appeared to be neoperitoneum covering the eptfe, both of which conditions are typical of a mesh that has been implanted for an extended period. There was a slice in the mesh that appeared to be intersecting the positioning pocket of the patch. However, we were unable to determine what may have caused that slice based on the sample returned. While no sharp protrusion was observed to be coming from the recoil ring pocket, due to the condition of the returned sample, our evaluation was limited. Therefore our evaluation is inconclusive for ring break or damage. No lot number was provided, therefore no manufacturing review could be performed. If additional information is received, a followup MDR will be submitted.

Event description:
Based on information reported to davol: on (B)(6) 2012 - pathology department at user facility reports it received an explanted composix kugel mesh that had failed.